Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient. If additional information is received, a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s complaint history and identified a related complaint that was reported to isi by a nurse on (B)(6) 2018. However,at the time the complaint was reported, there was no report of patient injury or any issue with the staple line. It was reported that the stapler was not working and the issue was resolved when an isi technical support engineer (tse) recommended that the customer reboot the system and cycle the breaker on the instrument control box (icb.) Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs indicate that a stapler 45 instrument (part number: 410298-10, lot s10160404-305 fired 7 green stapler 45 reloads. The first firing, and firings 4-7 were completed per the logs. The 2nd and 3rd firings resulted in partial fires (87% completion and 84% completion, respectively). There were no incomplete clamps in the procedure. This complaint is being reported due to the following conclusion: the plaintiff's attorney claims that after a da vinci-assisted low-anterior resection procedure, the patient allegedly experienced an anastomotic leak, an infection and a large abscess at the anastomosis site. She was later diagnosed with a rectovaginal fistula. The patient then had a second procedure to repair the anastomotic leak and the rectovaginal fistula. However, at this time, the cause of the post-operative complications are unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted low anterior resection procedure for grade iii colorectal cancer on (B)(6) 2018. The plaintiff's attorney alleges: ¿during the process of dividing the rectum, two issues occurred. The first was that the stapler would not work. Intuitive was contacted. The system was reset (after undocking) and then the system worked. However the first two fires of the stapler stopped halfway through. Once the rectum was divided decision was made to check the staple line. An air leak test was performed and there was a leak, presumably from the mis-fired staple load. Decision was made to dissect the staple line off the vagina and pelvic floor. Three additional staple loads were used to remove the staple line. This time air leak test was negative." Post-operatively, the patient allegedly experienced an anastomotic leak, an infection and, a large abscess at the anastomosis site. She was later diagnosed with a rectovaginal fistula. In (B)(6) 2019, the patient underwent further surgery to attempt a definitive repair of the anastomosis and fistula. The records provided indicate a reasonably good outcome. The pathology report from the original surgery in (B)(6) 2018 reported negative margins and no spread of her disease.

Manufacturer narrative:
Additional information can be found in sections a2, a3, a4, b7, g4, g7, h2, and h10. As part of a legal dispute, intuitive surgical, inc. (Isi) received the long operative report associated with this complaint. Per the operative report, the patient underwent a ¿rectum low anterior resection robot assisted¿ and ¿ileostomy laparoscopic¿ on (B)(6)2018.¿ findings included: ¿bulky tumor, but with only small attachment to the rectal wall in the left posterior location - there was no involvement of the cervix or uterus.¿ in regards to the procedure details, the following was noted: ¿dissection carried down into the pelvis around the mesorectum, starting posterior and extending up and around laterally until we below the entire mesorectum and down to the pelvic floor. The tumor was identified and site chosen for distal transection. Attention turned to dividing the rectum. During this process two issues occurred. The first was that the stapler would not work. Intuitive was contacted. The system was reset (after undocking) and then the system worked. However the first two fires of the stapler stopped half way through. Once the rectum was divided decision was made to check the staple line. An air leak test was performed and there was a leak ¿ presumably from the mis-fired staple load. Decision was made to dissect the staple line off the vagina and pelvic floor. 3 additional staple loads were used to remove the staple line. This time air leak test was negative. The specimen was placed in a bag and removed.¿ additionally, the following was noted: ¿with the rectum divided the robot was undocked and a lower midline incision made. Wound protector placed and colon eviscerated from the abdominal cavity. The colon divided with electrocautery and the anvil of a 28 eea stapler was secured into placed with a pursestring. The serosa at the site of the intended anastomosis was clear of overlying fat.¿ during the open surgery, ¿hemostasis of the staple line on the rectum¿ was confirmed and an eea stapler (3rd party laparoscopic instrument) was inserted to perform the anastomosis in standard fashion. No signs of a leak were identified. Afterwards, the creation of a planned ileostomy was performed. At the conclusion of the procedure, it was noted that the patient tolerated the procedure well and was transferred to the recovery room in stable condition. The estimated blood loss was 50 ml. No complications were noted per the surgeon and anesthesia provider.

Event description:
Refer to h10/h11 for follow-up information.